Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that a high capture threshold and pulse width was observed on the right ventricular (rv) lead. The physician opted to reposition the lead before it was anchored by scar tissue. During a procedure to reposition the rv lead, the helix was difficult to retract, it was flushed but then wouldn't extend. The old rv lead was replaced and a new rv lead was successfully implanted. There were no negative patient consequences. The patient was discharged.

Manufacturer narrative:
The reported events were for high capture threshold and a helix mechanism issue. A complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. The lead's helix was retracted and clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The event for high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for a helix mechanism issue was due to blood clogging the helix at the helix region and an over torqued inner coil at the connector region.